Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient stated that incision site is sore. They had diarrhea. Patient mentioned having a bad case of diarrhea and doctor's nurse stated that it could have been from the antibiotics they were taking. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient's trial device was not helping with their symptoms so they took it out. The patient was given anti-inflammatory drugs (ciprofloxacin-prophylactic) and the issue had been taken care of. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.